Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data: h4. Investigation summary: visual inspection: the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t185047) was received at us cq. Upon visual inspection, it was observed that one of the serrated jaws was broken at its distal tip. The broken component was not returned. No other issues were identified with the returned components of the device. The provided photographs were reviewed and no additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Document/ specification review: reduction forceps with serrated jaw. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion this complaint is confirmed as the as received condition of the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t185047) showed a broken serrated jaw at the distal tip. No definitive root cause could be attributed to this allegation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 399.99. Lot number: t185047. Manufacturing site: tuttlingen. Release to warehouse date: jun 11, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
Product complaint #(B)(4). Additional narrative: complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an orif clavicle case, compression of the fracture with reduction forceps was attempted, the reduction forceps tip broke. The forceps and broken piece were removed from the surgical field. A different reduction forceps was used for reduction and the procedure continued without delay. This complaint involves one (1) device. Concomitant product reported: reduction forceps with serrated jaw-ratchet 144mm (part #399.99-us, lot #a7ma38, qty unknown). This complaint involves one (1) device. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.